Event description:
It was initially reported by the site that the pt has had a significant increase in the dcdc code over the past 8 months. Last good diagnostics was obtained on (B)(6)2009. Pt recently showed high lead impedance; however, there hasn't been an increase in seizures. Good faith attempts to obtain additional info has been unsuccessful till date.

Manufacturer narrative:
Device failure is suspected, but did not cause or contribute to a death or serious injury.